Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The product 'information for use' states that a healthcare professional must perform a digital rectal exam to determine suitability for insertion of the device. The operator of the device did not assess sphincter tone prior to use. After multiple follow-up attempts, no additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the flexi-seal signal was inserted; however immediately fell out of the patient. The product was re-inserted, but dislodged eight (8) hours later. It was further reported that the patient was noted to have poor sphincter tone.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on february 29, 2016. (B)(4)